Manufacturer narrative:
Calibration signals from (B)(6) 2021were within the expected ranges. Qc was within the specified ranges on (B)(6)2021 and (B)(6)2021. The sample was taken from the patient and sent to the laboratory within 10 minutes. The sample was centrifuged for 10 minutes at 3000 rpm twenty minutes after it was taken from the patient. Based on the sample tubes the customers uses, the clotting time should be at least 30 minutes. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site. A general reagent issue can be excluded.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant negative result for 1 patient sample tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer. The initial result was 0.243 coi (negative). This result was reported outside of the laboratory where the patient did not agree with the result. The sample was repeated with a result of 1.26 coi (positive). The sample was repeated 5 more times and the results were all positive: 1.27 coi (positive), 1.26 coi (positive), 1.27 coi (positive), 1.26 coi (positive), 1.28 coi (positive). The anti-sars-cov-2 reagent lot number was 57781900 with an expiration date of 30-nov-2021.